Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service, and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer purchased a replacement defibrillator. Several attempts to contact the customer regarding the device return were unsuccessful. The device was not returned to physio-control for analysis. Therefore, the cause for the reported event could not be determined.